Manufacturer narrative:
(B)(4). Date sent 8/6/2024 d4 batch # unk d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sigma procedure the battery of the stapler did not support the firing process. According to the or personal, the green light was active (after inserting the battery) but did not trigger during the triggering process - as soon as the device was opened again, the light on the stapler was on again. After the third attempt at triggering, they took a battery from a new instrument - this one worked. No patient harm nor significant delay reported.